Event description:
Deuring use in a meniscal repair procedure the physician reported that the suture knot came free from the implants. Both "ts" were left in the patient but the suture was removed. No delay was reported as a backup device was available and used to complete the procedure. No patient injury or complications resulted from this event.